Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, difficulty crossing lesion occurred. Vascular access was obtained via the right femoral artery. The 95% stenosed, 35mm long with a reference vessel diameter of 3mm, eccentric, de novo target lesion was located in the moderately calcified and mildly tortuous left circumflex artery. Following predilation of the lesion with a 2.0x10 semi-compliant unspecified balloon, a 3.00x38mm promus element long stent was used advanced however it was unable to cross the lesion. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed shaft break and stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the device found a break had occurred in the shaft 165mm distal to the exit port. The struts along the proximal end of the stent were stretched causing the stent to be stretched out over the proximal markerband by 4mm. The struts at the end of the proximal stent were bunched up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).